Event description:
It was reported that during a stent graft deployment in an av graft, a separation on the delivery system was observed distal to the stent under fluoro. The stent graft was exchanged over the guide wire for another stent that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.